Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited oversensing and that the atrial impedance trend varied between 200 ohms and 400 ohms.